Event description:
Patient reported having experienced ¿hardening of the breast" and "hard knots or lumps surrounding the implant or in the armpit". Healthcare professional additionally reported a bilateral exchange of textured breast implants due to the patient¿s concern with the product and capsular contracture, baker grade IV. Side was unspecified, this record represents the left side. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, yellow particles on the shell, deformation, crease fold, observed 40 mm dark patch edge material inside gel device and calcification white particles. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, visibility/palpability, and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and lump/nodule.

Event description:
Patient reported having experienced ¿hardening of the breast" and "hard knots or lumps surrounding the implant or in the armpit". Healthcare professional additionally reported a bilateral exchange of textured breast implants due to the patient¿s concern with the product and capsular contracture, baker grade IV. Side was unspecified, this record represents the left side. The device was explanted.